Event description:
It was reported that the patient complained of no paresthesia to top of bilateral thighs. The lead was removed and replaced with a 5-6-5 lead in an attempt to provide coverage. In the recovery room the patient experienced good coverage to the right thigh, but not the left. The plan was to reprogram the patient at a follow-up appointment to see if he could get full coverage. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead model unknown serial# unknown implanted: 2011-(B)(6), explanted: 2011-(B)(6), lead model 39565-65, serial# (B)(4), implanted: 2011-(B)(6), explanted: unknown programmer model 37743, serial# (B)(4).